Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak was noted upon contact with blood. Blood was verified with a test strip and visible blood was noted on red hanson. The cn reported the dialyzer blood leak occurred within fifteen minutes after initiation of hemodialysis (hd) treatment. There was no air or blood clots noted in the extracorporeal circuit. Treatment was stopped and the patient was transferred to a different machine. The involved machine and dialyzer were pulled out and the biomedical technician (bmt) and clinic manager (cm) were made aware. The patient estimated blood loss was 100 ml. The patient remained stable. The machine, a 2008t, alarm with a blood leak alert as staff observed the leak prior to the blood reaching the blood leak detector and treatment was immediately halted. Upon follow-up, the cn stated the dialyzer leak was internal and the patient was utilizing fresenius bloodlines. The patient's blood was not returned. The machine was returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.